Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture, granuloma the event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Explanting physician reported left side device rupture and ¿left prosthesis has a marked irregularity with ¿radial folds¿ diagnosed by ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which showed fibrosis in relation to the periprosthetic capsule, histiocyte reaction to a component of the prosthesis and the presence of cd30 negative lymphoid component.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as unidentified (tear). Shell thickness was within specification). ¿ crease/ folding of implant: no observed. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side device rupture and ¿left prosthesis has a marked irregularity with ¿radial folds.¿ the device has been explanted.